Event description:
The facility's biomed dept reported that the pump went into a failure code 703:00 during pt use. The pump was being used in the special care nursery. According the director of biomed dept, no pt injury or medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved, rate of medication, or the set up of the infusion device.